Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery system. The landing zone measurements were cardiac computed tomography (CT) : 21,8x28,2 mm ; derived perimeter : 24,8 mm; 3d transoesophageal echocardiography (toe) : 23x 20 mm. Close criteria was met and tug test was performed and passed. The patient was in sinus rhythm at time of implant. The amulet was fairly compressed and no leak was observed. Approximately one hour post-implant, tranthoracic echocardiogram (tte) showed that the amulet embolized to the left ventricle at the apex site with no consequences to the patient. The amulet was percutaneously removed with a non-abbott introducer, a non-abbott catheter, and a lasso. Then, a new 25mm amplatzer amulet was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of device embolization one hour post amulet device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device embolization could not be determined. The reported unexpected medical intervention was a case specific circumstance as a embolized device was percutaneously removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.